Event description:
It was reported that the user experienced hyperglycemia while using the ilet during setup, with a corroborating fingerstick value of 528 mg/dl and no reported infusion set leaks, and the user lacked an active continuous glucose monitor (cgm) sensor and could not enter weight, resulting in reliance on backup subcutaneous insulin therapy. Customer care provided support that included telephone troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction and that the event occurred during the setup process without cgm connectivity. No clinical symptoms associated with elevated blood glucose reported. Outcomes included the need to discontinue automated therapy and manage glucose using backup insulin delivery. It was concluded that the cause of the hyperglycemia was unclear, and the device function could not be fully assessed without cgm and weight inputs. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.